Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG fault 7" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to an ECG shield on the analog board. The analog board was replaced to resolve the customer's report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.